Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
The user reported the hematocrit saturation module would not go into operate mode. No other details regarding the nature of the event were provided. There were no reported adverse consequences to a patient as a result of this event.